Event description:
Report rec'd from (B)(6) stating the device was "making noises and the lock lever was damaged". The device was not being used during surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. Reliability engineering evaluated the device, and reported noise was confirmed. It was determined that the unit had been immersed, causing corrosion and damage to the internal components, and the locking sleeve was missing. This condition is indicative of improper or ineffective cleaning, maintenance and handling of the equipment. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Ref: (B)(4).